Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom on (B)(6) 2015 on behalf of trial patient to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.